Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: customer technical support (cts) assisted the customer over the phone on (B)(6) 2025. Cts asked the customer to run a system check. System check failed two times on (B)(6) 2025 due to elevated washed mean and high coefficient of variation (cv) on washed and unwashed portions. Service was dispatched on 13aug2025. A field service engineer (fse) identified malfunctioning peristaltic pump tubing and wash pump. The fse replaced the peristaltic pump tubing and the wash pump belt. Then the fse cleaned the wash pump and proactively replaced the aspirate probes. The fse ran system check and hs system check that passed on 13aug2025. The instrument is working within specifications. No other issue was reported by the customer. The customer is operational and does not require further contact. The issue was resolved. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the probable cause of this event. Replacing the peristaltic pump tubing and the wash pump belt resolved the issue.

Event description:
On (B)(6) 2025 the customer reported non-repeatable erroneously elevated hstni (access high sensitivity troponin I, part number b52699, lot number not provided) patient results on their unicel dxi 600 access immunoassay analyzer (part number a30260, serial number (s/n) (B)(6). One patient underwent a cardiac catheterization procedure based upon the elevated access hstni result. The patient was discharged on (B)(6) 2025. There was no death related to the reported issue. No further information was provided. It is unknown which of the provided sample results pertain to this patient. The customer provided the following access hstni results for four (4) patient samples. The elevated results obtained on instrument s/n (B)(6) were discordant with the normal results obtained on an alternate instrument (s/n not provided). Patient sample 1: initial result: 32.0 ng/l (high, >11.6 ng/l) on (B)(6) 2025, repeated result: 8.0 ng/l (normal, 0 - 11.6 ng/l) on (B)(6) 2025. Patient sample 2: initial result: 31.0 ng/l (high, >11.6 ng/l) on (B)(6) 2025, repeated result: 3.8 ng/l (normal, 0 - 11.6 ng/l) on (B)(6) 2025. Patient sample 3: initial result: 111.6 ng/l (high, >11.6 ng/l) on (B)(6) 2025, repeated result: 7.0 ng/l (normal, 0 - 11.6 ng/l) on (B)(6) 2025. Patient sample 4: initial result: 65.4 ng/l (high, >11.6 ng/l) on (B)(6) 2025, repeated result: 3.7 ng/l (normal, 0 - 11.6 ng/l) on (B)(6) 2025. No other assay issues were reported in conjunction with this event. No calibration data was provided. Per customer verbal report, quality controls (qc) were passing within the laboratory¿s established ranges on (B)(6) 2025 before the event occurred. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned results. No issues with any sample integrity were reported by the customer. No further information was provided. Customer technical support (cts) assisted the customer over the phone on (B)(6) 2025. Cts asked the customer to run a system check. System check failed two times on (B)(6) 2025 due to elevated washed mean and high coefficient of variation (cv) on washed and unwashed portions. A field service engineer (fse) was dispatched to customer¿s site.